Event description:
The customer reported that the insulin beeps several times at night and in the morning. Troubleshooting was performed. The customer stated that she broke her wrist more than three months ago, and her glucose level was low. The customer stated that she was in a rush and knew that her glucose level was low due to over activity, but she did not stop to eat. The customer fell and hit the corner of the wall and hurt her wrist. The customer went to the emergency room and found that she had broken her wrist. The customer stated that she does feel it was not insulin pump related. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.